Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
A medtronic representative reported that during spinal fusion procedure, when the imaging system was positioned over patient and rotating the tube for performing a 2d image acquisition, the tube would not move in either direction. Opening the gantry and switching between 2d to 3d and back to 2d resolved the issue. It was reported that the issue occurred again when performing a second imaging spin. Switching between 2d and 3d and back to 2d did not resolve the issue. Opening the closing the door twice resolved the issue. The procedure was completed with the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.